Manufacturer narrative:
It was determined that the noise during pulsing was due to the broken shutter. A part of the shutter had broken, allowing a pulse to continue into the delivery system and to be emitted, without initiation by the user. As the system transitions from a standby state to a ready state prior to operating the laser, a single pulse (bleeder pulse) of laser energy is released into the blade of the shutter to reduce the amount of stored energy to a low level. This is a safety feature that guards against unintended releases of laser emissions by preventing the energy from being emitted from the unit and dissipating it safely inside the device. The beam shutter has been replaced on this unit. It is possible that the failure was due to material fatigue. The shutter material is made of (B)(4) and there is a potential that stressed induced during the forming process or impurities present in the material during their manufacture may contribute to this failure. Vibrations experienced by the shutter when pulsing the laser may also contribute to this failure. To correct the material fatigue failure, (B)(4) components are being replaced with (B)(4) equivalent, which has a higher tensile strength than (B)(4). A software update will be implemented on these models to produce a fault condition of energy is present beyond the shutter blade, which will inhibit the laser from emitting a beam and require a service visit to correct the fault. All units currently in production will have the software update incorporated and installed systems in the field will be updated with the new software by candela field service engineers. This malfunction has been determined to not likely cause adverse health consequences due to a remote likelihood of serious injury to occur. When appropriate user instructions are followed there is negligible risk of serious injury. User error or lack of proper adherence to instructions in actual practice raises this risk index to low. Therefore, this malfunction presents a low health risk. To date, no patient or user injury has been reported in regards to this malfunction.

Event description:
A site reported a noise while pulsing the laser. A candela field service engineer visited the site to evaluate the unit. The service engineer noticed that the beam shutter was broken and that a pulse was released from the handpiece during a bleeder pulse. No patient or user injuries were reported due to this event.